Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. No initial rptr contact info was included on the maude report, therefore no f/u can be made. We therefore, consider this report complete to the best of our current knowledge. A DHR review (including sterility) has been performed. All paperwork appeared complete and accurate. See MDR 1213643-2011-00336 for info related to the second perfix plug implanted on (B)(6) 2008.

Event description:
Per maude event report (B)(4): on (B)(6) 2008, the pt had bilateral inguinal hernia repairs with cr bard extra large mesh perfix plugs. Pt experiencing significant postoperative pain in abdomen, persistent discomfort in his groin, difficulty from a sitting and lying position as well as returning to a lying or sitting position from a standing position. The pt has also noted numbness in his thighs. In 2008, pt obtained an MRI which reported "foreign body reaction to mesh placement or a meshoma is a possibility". Also reported the pt is experiencing debilitating pain, inability to work. On (B)(6) 2009, the pt underwent explant of the cr bard extra large mesh perfix plug and replacement with another mesh. The pt is still experiencing debilitating pain, tenderness and reports a hard formation in the area where the replacement mesh was implanted.